Manufacturer narrative:
09/25/2017 (B)(4): a field service technician has been sent out for investigation but was unable to reproduce the failure. Thus the failure could not be confirmed. According to service report dated on 2017-07-28, the technician checked the device properly and cleaned the carbon. The machine was tested for 6 hours and worked properly. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a "hi temp error" occurred at the end of a bypass surgery. Error can lead to a pump stop. Pump was restarted and surgery completed. No harm to the patient. (B)(4).